Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the distal tip of a screw inserter is worn and came unthreaded from the tulip of the pedicle screw during screw insertion within surgery. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The returned inserter was evaluated. The tip was found to have some wear and the weld on the alignment block was found to have fractured so the alignment block was no longer secured to the inserter. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event.